Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an interstim for bladder removed and broken lead was abandoned. Lead tip was confirmed to be in sacral area by xray. Wants to know if it is ok to scan the patient with an abandoned lead.  No further complications were reported/anticipated at this time.